Manufacturer narrative:
The device was explanted and replaced due to the charge time error and hi impedance error. No additional adverse patient effects were reported. It is unknown if the device will be returned for analysis. If the device gets returned, it will be thoroughly analyzed and this report would be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that due to the out of range impedance measurements suggesting a possible system integrity issue, the s-ICD system is scheduled to be replaced. Ts recommended checking the electrode to header connection to ensure no problem, but the device's ability to successfully execute and measure sub-threshold impedance test is what is in question, and likely not a connection related issue. X-ray images were sent to ts for review. Upon review, ts noted the electrode appears to be fully inserted into the header, however could not determine if the setscrew was fully tightened. The system remains in service at this time. No adverse events reported.

Event description:
Boston scientific received information that approximately one week post-implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, out of range shock impedances were observed. The suspected cause was a connection issue. No reported changes were made to programming at the time. Approximately one week later, the pt was seen again for a device check. Upon interrogation, an out of range impedance error was still observed as well as a charge time error. Boston scientific engineering discussed the error codes with the physician and noted the charge time error occurred at implant as a result of the electrode impedance test and when the device is dumping down to charge up for the test. The causer of the high impedance error is unk at this time, however it may be related to the charge time error condition as this behavior has been seen during in-house bench testing on similar devices. Engineering noted that if the high impedance error was connection-related, it would be expected that both the positive and negative test portions would have out of range measurements. In this case, only the positive portion of the impedance test was coming back out of range. Engineering recommended doing a lateral x-ray to assess connection. No adverse pt effects were reported.

Manufacturer narrative:
At this time, no additional information is available. The investigation is pending additional information requested of the field.